Event description:
Cutting electrode bipolar 22 french used for holep [holmium laser enucleation of the prostate] procedure, the working element was believed to have melted after continuous heat application. The loop is smaller than 10mm.